Event description:
It was reported that following insertion of the intra-aortic balloon (iab), the pump alarmed high base line and kinked catheter. As a result, the iab was exchanged with a rediguard iab. Upon removal it was noted that the iab was kinked. There were no further difficulties. It is not known if the same insertion site was used. There are no further details available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.